Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10. H6: investigation summary customer returned (1) 1cc, 12.7mm, 30g syringe in an open poly bag from lot # 3084062. Customer returned (1) 1cc, 12.7mm, 30g syringe in an open poly bag from lot # 3084062. Customer states that the needle is bent. The returned syringe was examined and no bent cannula was observed. Customer states that the box appears to be expired. The returned lot # was manufactured in 2013 and has since expired. The customer should no longer use this product as it has expired. No defects were observed on the returned sample. This batch was manufactured in 2013 and files are retained for 7 years, so no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 1.0ml 30ga 1/2in had expired product issues. The following information was provided by the initial reporter : the consumer reported that product appears to be expired as syringes were purchased some time ago and the consumer does not have a prescription at the pharmacy. Date of event : (B)(6) 2021. Sample status : awaiting sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 1.0ml 30ga 1/2in had expired product issues. The following information was provided by the initial reporter:   the consumer reported that product appears to be expired as syringes were purchased some time ago and the consumer does not have a prescription at the pharmacy. Date of event: (B)(6) 2021. Sample status: awaiting sample.